Event description:
It was reported that the customer had an issue with the act button not working. Customer's mother stated that the button has to be pressed really hard or several times for it to reach. Customer's blood glucose was 3 mmol/l. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was also advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.